Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for 7.14 units and the pump displayed 0 units of insulin on board (iob). The contact was unable to provide additional information or verify if any alerts and alarms had occurred. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 377 mg/dl.